Manufacturer narrative:
Batch review performed on 04 march 2020: lot 162739: (B)(4) items manufactured and released on 28-jul-2016. Expiration date: 2021-07-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional device involved: batch review performed on 04 march 2020: liner: mpact 01.32.4048hct flat pe hc liner ø40/f ((B)(4)) lot 184755: (B)(4) items manufactured and released on 11-sep-2018. Expiration date: 2023-08-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the head from the liner. The cause of the dislocation is unknown. The surgeon revised the head and liner 11 months after primary. The surgery was completed successfully.